Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report# 3006705815-2018-00851. It was reported the patient experienced pain at the lead site and at the left side of the neck which was believed to be due to the lead position. The leads were repositioned on (B)(6) 2018. Stimulation was restored. Reportedly, the issue of pain has resolved.